Event description:
Device report from australia reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the surgeon was doing the final tightening of the set screws using the long x25 driver from the consignment set and it slipped in the head of the set screw. The surgeon inspected the torque driver and said it could be burred. The short x25 driver was used for the remainder of the case. There was no patient consequence. This report is for an unknown x25 driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part and lot number have been provided as iau0130/enz121207 however, are not recognized in the system; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 h3, h4, h6: the device history record (DHR) review was performed. Per the lot number enz121207 recorded the instrument was first released in 2008. A total of 16 instruments have been manufactured with the product code iau0130. Product code being available since 2008. The product was designed, developed, and manufactured to specification with no deviations recorded. H3, h6: a photo investigation was completed: visual analysis of the provided photo revealed that the device had a burr on the tip. The observed condition could be attributed to repetitive use and end of life indicator of the device. The unable to assemble condition cannot be determined since based on the information provided, is not sufficient evidence to establish that defect in the complaint device. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The relevant drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. It is determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: e1, e2, e3, e4.

Event description:
It was noted the procedure was successfully completed with no delay.